Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73c1900035 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device would not fire properly or came out closed and would not open.

Event description:
It was reported that the device would not fire properly or came out closed and would not open.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with no clip in the first position of the channel. The sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired on the first attempt. However, the next clip was protruding from the channel. Another attempt was made to fire and this time, a double feed occurred , and the rotation tab became bent due to the clips. The sample was disassembled to inspect the internal components. No further defects or damages were found. The sample was received with 3 clips remaining in the channel, indicating that 12 clips were fired by the end user. The clips being out of position, the clips mis-loading and the rotation tab becoming bent are indications that the clips were out of position and stacking on one another in the channel. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "misfire" was confirmed based upon the sample received. One sample was returned with no clip in the first position of the channel. Upon functional inspection, no clip fired on the first attempt and the next clip was protruding from the channel. Another attempt was made to fire and this time, a double feed occurred , and the rotation tab became bent due to the clips. The clips being out of position, the clips mis-loading and the rotation tab becoming bent are indications that the clips were out of position and stacking on one another in the channel. The clip stacking prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.